Event description:
The device was used during an operative laparoscopy procedure. Reportedly, a branch of the aorta had been punctured by the trocar and there was minor bleeding. The surgeon converted to a laparotomy and temporarily ligated to control the bleeding. The hosp has reported the pt's condition is stable.